Manufacturer narrative:
Device evaluated by manufacturer: customer report of calcification was confirmed. Report of stenosis could not be confirmed due to condition of valve as received. As received, all three leaflets had cut sections of approximately 15mmx10mm on leaflets 1 and 3, and 12mmx10mm on leaflet 2. Five leaflet fragments were returned with the valve; four of them matched up to the valve. The fifth fragment also appeared to belong to the valve as it had similar appearance. X-ray demonstrated heavy calcification on the remaining leaflets and leaflet fragments. The wireform was cut at commissure 1; both cut ends matched up. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on the remaining of leaflet 1 at the outflow aspect. Host tissue on the stent circumference was heavy at the outflow aspect. The sewing ring was cut at multiple locations around the valve. Pledgets remained attached around the sewing ring. The subject device was returned and product evaluation has been completed.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthetic valve replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. In this case, calcification was noted on the valve. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although edwards was unable to perform device analysis, the records received for this explant confirm the clinical observations of the valve at explant. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that this bioprosthetic mitral valve was explanted after eight (8) years and six (6) months due to degeneration and stenosis. Per obtained information, the patient presented with progressive dyspnea on exertion and intermittent episodes of atrial fibrillation. Workup revealed moderate to severe stenosis and the patient presented for mitral valve replacement. Upon visualization, the valve was degenerated and stenotic. The valve was removed and sent to pathology which revealed a scant amount of calcification. A maze procedure was performed and another edwards bioprosthetic mitral valve was used in replacement. Tee revealed a well working mitral valve with no perivalvular leak and good ventricular function. There were no complications, blood products were given, and the patient was returned to the cicu in stable condition.